Manufacturer narrative:
Analysis of the implantable pump (serial # (B)(4)) identified corrosion on gear wheel number three and residue on the gear shaft of the motor gear train that contributed to the motor stalls. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient. It was reported that their pump failed and the pump turned off and on and they had to have emergency surgery to replace the pump. The patient reported they are tired of all the surgeries. It was confirmed all the prior pump replacements were due to normal battery depletion. No further complications were anticipated/reported.

Manufacturer narrative:
Fields have been adjusted to report serious injury based on additional information received. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
2018-03-19 rp (rep): additional information was received from a manufacturer representative. It was reported that the pump had been explanted and returned for analysis. There were no further complications reported at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was receiving fentanyl (4000mcg/m l at 1108.7mcg/day) via intrathecal drug delivery pump. The indication for use was noted as chronic low back pain and spinal pain. It was reported that the patient heard the audible pump alarm and went to the clinic. The pump logs confirmed a motor stall on (B)(6) 2018 at 00:20. Stopped pump period may exceed tube set message occurred on (B)(6) 2018 at 00:20. The stall recovered on (B)(6) 2018 at 15:31. No symptoms were reported. The patient was sent home and will continue to monitor. No electromagnetic interference or MRI was reported. There were no further complications reported at this time.